Manufacturer narrative:
No button response due to corroded keypad traces. Unable to test for battery out limit alarm due to no button response. No unexpected number ramping or scroll bar moving with no input noted. Unit had a scratched display window and cracked case at display window corner (all corners).used a test keypad to access the home screen, the pump did not display an additional time clock. No time/clock anomaly noted. The time advanced properly during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 107 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.